Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, hematoma is severe bruising due to significant collection of blood in an organ, space or tissue. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient trough an abbvie associate director, medical safety surveillance reported that received a coolsculpting system treatment to the abdomen area and presented with injuries post treatment.